Event description:
It was reported an issue with novosyn suture. The customer reported that they ordered item b0058709, batch 723402. However, two of the 24 pieces that are inside the box belong to a different item (0088714).

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have only received a picture showing the 2 units found of the code 0088714 (novosyn violet 3/0(2)4x45cm hr17to(m)ddp) and batch 723402. According to the information received, these two units were in a box of the code b0058709 (novosyn violet 1 (4) 150cm) and batch 723402. Both products were packed one after the other the same day in the packaging machine. We assume that the operation of clean line was no performed correctly between the two orders and 2 units of the reference 0088714 were placed in a box of the reference b0058709 by mistake. As no other complaints for this code-batch have been received, we consider that this is an isolated and accidental box. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: no clean line was performed between the affected products during manufacturing process. Final conclusion: considering the picture received that shows two units of another novosyn code than the one on the product box, we conclude that the complaint is confirmed by the evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.